Manufacturer narrative:
(B)(4). The complaint ojr410 optiflow junior 2 nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr410 optiflow junior 2 nasal cannula detached "next to the interface" after 6 days of use. There was no patient consequence.

Event description:
A healthcare facility in the netherlands reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr410 optiflow junior 2 nasal cannula detached "next to the interface" after 6 days of use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The ojr410 optiflow junior 2 nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr410 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer. Results: the customer reported that the tubing of an ojr410 optiflow junior 2 nasal cannula detached "next to the interface" after 6 days of use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All ojr410 optiflow junior 2 nasal cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, a tube tensile strength test is carried out and if the tube breaks before the load of 10 newtons is reached the entire batch is scrapped. Samples are also taken from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the ojr410 optiflow junior 2 nasal cannula. They also state the following: - do not stretch or crush tube. - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - ensure that all connections are secure during use. Check cannula is damaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces bring transferred to patient.